Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure to replace the reservoir that herniated. A new reservoir was implanted. No patient complications were reported in relation to this event.